Event description:
Customer reported device=hi, above 600 mg/dl, and in the 300s mg/dl. Based on the results, customer stated going to the emergency room (ER) on several occasions. At 10:30 am, device = hi and customer went to the ER at 11:10 am. ER device = 411 mg/dl. Customer was given 6 additional units of insulin and released from the hosp at 2:30 pm. No controls used. A request was made for return product and replacement product was sent.